Event description:
Revision surgery - due to the patient having chronic dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 9.9 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 16th complaint for this product: two revisions, nine due to dislocation, one for device loosening, one for stability/poor joint issues, one device failed, and one due to wear/excessive wear. This is the first complaint for this lot number. The root cause of the dislocation was not determined with confidence, although it was reported the patient would dislocate chronically. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.